Event description:
The olympus employee reported on behalf of the customer that during an unknown procedure no image was produced on evis exera iii video system center. The customer was on the phone with the technical assistance in an attempt to troubleshoot the issue while the patient was under anesthesia on the table for an hour. The procedure was not able to be performed and was cancelled. There was no medical intervention required. No patient injury reported. This event requires two reports: complaint # (B)(4); bf-uc180f, evis exera ii ultrasonic bronchofibervideoscope, serial # (B)(6). Complaint # (B)(4); cv-190, evis exera iii video system center, serial # (B)(6) (this report).